Event description:
It was reported that during equipment testing conducted at the user facility, the reverse trigger was sticking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility that the reverse trigger was sticking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.